Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone that cannot be cleared. Customer's blood glucose was 245 mg/dl at the time of incident. Troubleshooting also found that the keypad buttons are not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no button response due to a flattened up arrow button dome switch. Inspected the lcd connector and no unlocked connector was noted. No frozen screen was noted. The time changed properly. The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No audio/beep anomaly or constant tone anomaly was noted. The pump had cracked battery tube threads and minor scratches on the display window.